Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal at an unknown dose and concentration via an implantable infusion pump for intractable spasticity. It was reported that the pump was alarming. The patient had missed a refill. The patient was supposed to be filled on the 24th (month unknown). The patient went to the emergency room, but they wouldn¿t refill the pump. The patient received oral baclofen at the ER. The patient was sent physician listings. No symptoms were reported. No further complications were anticipated/reported.